Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for degeneration was confirmed based on the provided medical record. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case the patient had vast comorbidities (e.g. History of htn, aortic stenosis, hld, etc.), which are factors that may increase the risk of early valve degeneration as reported. As such, available information suggests patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that under expansion of the valve, as observed on echocardiogram, may have caused or contributed to the paravalvular leak. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 2 years and 9 months post transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, the valve presented moderate paravalvular leak. The patient underwent post dilation with a 26 mm non-edwards balloon. There were no patient complications reported. Based on the medical record review, the patient was seen in a follow up with complaints of dyspnea on exertion and lower extremity edema experienced for the past four months. The results of a tee performed last month noted a well seen transaortic valve prosthesis in position. The valve appears under expanded, with a fully circumferential gap noted. There is mild moderate resultant paravalvular regurgitation. The valve itself appears to function normally and is not heavily calcified. There is mild to moderate regurgitation. The aorta is well visualized and normal size. There is mild, layered atheromatous plaque in the aorta. Additional medical records were received. There appears to be conflicting information in the test results. One echocardiogram showed a reduced ejection fraction of 25 to 35% with severely elevated aortic valve gradients. Another echocardiogram described a well seated tavr with normal transvalvular gradients (aortic valve maximum velocity 3.3 m/s, peak gradient 42 mmhg, mean gradient 25 mmhg) and moderate paravalvular leak with two jets noted. A separate echocardiogram identified a bioprosthetic valve with gradients higher than expected for the prosthesis, suggesting possible structural valve degeneration or patient prosthesis mismatch, including a peak systolic velocity of 5.25 m/s, a mean systolic gradient of 41.0 mmhg, and a peak systolic gradient of 110.0 mmhg. A transesophageal echocardiogram revealed a transaortic valve prosthesis in position that appeared well seated but under expanded, with a fully circumferential gap and mild to moderate resultant paravalvular regurgitation. The valve itself appeared to function normally and was not heavily calcified. Trace to mild paravalvular regurgitation was also noted.